Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report.

Event description:
The manufacturer became aware of adverse events from the (B)(6) hip fracture register. The title of this report is ¿gamma 3 in the (B)(6) hip fracture register¿ which is associated with the gamma3 locking nail system, within that report, post-operative complications/ adverse events were reported, which occurred between 1-jan-2005 and 31-dec-2016. A review of the complaint handling database revealed that the events have not been reported previously to stryker, therefore (B)(4) complaints were initiated for the revision surgeries retrospectively for different adverse events mentioned in the report. This product inquiry addresses revision surgery due to a new fracture around implant. Re-ostesynthesis was performed; 281 out of 290 cases.